Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Additionally,the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. Analyst also noted that blood and tissue was visible on the helix and it was slightly bent, but operates within specifications. (B)(4).

Event description:
It was reported that the patient had a twitch in their stomach. Interrogation revealed the twitch to be diaphragmatic nerve stimulation. Additionally, a micro-dislodgement was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.